Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10106520. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting an aneurysm on the c7 segment of the internal carotid artery (ica), the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 10106520) was impeded in the proximal end of the associated microcatheter and could not advance anymore. The physician only retracted the stent, but the stent component was found prematurely detached from the delivery wire in the hub of the microcatheter. The physician removed the stent and replaced it with another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200) to complete the procedure using the same microcatheter. There was no negative impact on the patient. On 20-may-2026, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the c7 segment of the internal carotid artery (ica). An adequate continuous flush was maintained. During the advancement of the stent, there was resistance at the proximal end of the microcatheter. It was not known if there was any damage noted on the stent / stent delivery system when the device was removed. There was no delay to the procedure.